Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the cardiac resynchronization therapy defibrillator (crt-d) exhibited a gray battery longevity bar. It was noted the device had been stored at room temperature for two weeks and during the interrogation, a gray bar was observed. The device will not be implanted. There was no patient involvement.